Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 5.5 months after the dental implant was placed in ada site 13, the implant had not achieved osseointegration in type iii bone. Clinician reports patient's bite was strong. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that 5.5 months after the dental implant was placed in (B)(6) site 13, the implant had not achieved osseointegration in type iii bone. Clinician reports patient's bite was strong. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)